Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port is loose and the pump is unable to be charged. The customer's blood glucose (bg) level was impacted (512 mg/dl) with ketones. A manual injection was administered by a doctor to correct elevated bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.